Manufacturer narrative:
This device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a pantalar fusion using the expert hindfoot arthrodesis nail: following the insertion of the spiral blade in the calcaneum the connection screw was very difficult to detach from the spiral blade using the pin wrench. Surgeon was able to detach it, however in the process backed out the spiral blade slightly. The surgeon was not able to remove the connection screw from the cannulation in the inserter for spiral blade as it had jammed; this resulted in the surgeon needing to advance the spiral blade 5 mm to an appropriate position without coupling it with the connection screw (it was impossible to reconnect). The final position of the blade was not compromised; however it did take a considerable amount of time due to the instrument failure. The second issue during the hindfoot arthrodesis nail insertion related to targeted proximal locking in the tibia using the aiming arm and threaded alignment pin. Both the dynamic locking screw and the proximal static locking screws were inserted anterior to the nail (i.e. Not through the cannulation intended). The aiming arm was in the correct position, the threaded alignment pin and connection screws were all tight and in the correct positions. The nail used was the 10 mm, right, 180 mm long han. This complaint is on the connecting screw. This is 4 of 4 reports for (B)(4).